Event description:
It was reported by service report, that the cot can not be raised or lowered. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
X-frame components; release handle.